Event description:
The customer reported false positive reactions when testing on tango optimo caused by what he assumed to be carry over of a patient sample with an anti-jk(a) and anti-s. The correct function of the allegedly defective reagents were proved by testing the retained samples of our quality control laboratory on tango optimo. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot. No complaint sample was made available by the customer. A field service showed the camera values to be within range. There is no indication for a malfunction of the affected tango optimo. A carry over event has most likely happened. But since the complaint sample was not provided, we are not in the position to provide a conclusive statement.

Manufacturer narrative:
This is our combined initial and final report on this incident.